Manufacturer narrative:
Device not available for return. Internal investigation in process but not yet complete.

Event description:
It was reported that there was a foreign material in the sterile package. The surgeon used a spare product instead of it and the procedure was completed w/o any problems and delay.